Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture and residue on the lens. Visual inspection found the lens haptic torn and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, while removing a 12.6mm vticm5_12.6 implantable collamer lens, -12.0/+2.0/080 (sphere/cylinder/axis) from the vial, it was discovered to be torn. This occurred on (B)(6) 2020. On the same date an alternate lens was successfully implanted and the problem is resolved.